Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the placement of the left ventricular (lv) lead, the guide wire got stuck in the lead and could not be removed. The lead was removed and replaced. No patient complications have been reported as a result of this event.